Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cs100 intra-aortic balloon pump (iabp) an electrical fault alarm occurred during equipment use. There was no patient harm or injury.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1. Telephone: (B)(6). Updated fields: b4, d4, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer has decided to go through a 3rd party for repairs. Despite good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.